Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no blank display noted. Unit was received with unexpected power loss alarm, low battery alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 120 mg/dl. After troubleshooting, display screen did not return. He also complained of a low batter alert as well. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.